Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was initially reported to philips healthcare that the heartstart xl was not working properly with cable connection issue. There was no pt involvement.